Event description:
Related manufacturer report number: 2017865-2022-44941. It was reported that the right atrial (ra) lead and right ventricular (rv) lead were dislodged due to twiddler's syndrome. The physician attempted to reposition the rv lead, however, the helix was unable to extend. The ra and rv lead were explanted and replaced to resolve the event and the patient was in stable condition.